Event description:
The customer reported to olympus, during reprocessing, the evis exera iii duodenovideoscope tested positive for >26 colony forming units (cfus) of champignon filamenteux (filamentous fungus). All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Positive culture third party results. Additional information - the device was sent to an independent laboratory for culture testing. The scope tested positive for 1 colony forming units (cfus) of micrococcaceae which, is conforming to standard. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - plug unit --- leak - light guide rod lens (1x) --- cracked charged coupled device cover - lens glue --- discoloration - distal end --- scratched - rubber glue ---porous - channel mount ---damaged - mouthpiece ---damaged - air/water cylinder ---scratched - suction cylinder ---scratched - connector --- scratched - biopsy channel --- scratched - biopsy channel --- deformed however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.